Event description:
It was reported that during transport the user received a low battery alarm and shortly after, the unit powered off. Hand cranking was performed until they got to the jet because the inverter in the ambulance was not working. Upon arrival at the aircraft, they plugged the unit in, and it functioned as normal. No patient death or injury. (B)(4). Please refer MFR report # 8010762-2014-00089.